Event description:
It was reported by the patient that after receiving a shoulder implant on (B)(6) 2010 he has experienced excruciating pain and a lack of confidence. The patient was afraid of everything. Patient states he was depressed. He could not perform work or complete normal everyday living. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).